Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the great saphenous vein (gsv). Seventeen days post procedure, patient suffered localized hypersensitivity reaction from knee to mid thigh and itchiness. Physician prescribed steroid dose pack, benadryl and topical steroid. Patient is doing well and symptoms are diminishing.

Manufacturer narrative:
Additional information: the course of medication has finished and patient is doing fine. If information is provided in the future, a supplemental report will be issued.